Event description:
A 2cm laceration was observed on the posterior side of the pt's head following removal of the mayfield skull clamp. The laceration was sutured with 3-0 nylon. The attending physician believes that the slip occurred later in the procedure. The pt was in a prone position on the or table. The single pin and the most anterior of the double pins were in a line below the equator of the head. The location of the injury was the parietal area. The physician did not feel the slip was related to the pt's condition.